Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) was due to a shorted u1005 and u1004 component on the computer/analog board. The root cause for the shorted components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that an monitor was displaying a service code 204.